Event description:
The "leak in iab" circuit alarm sounded from the pump and blood was noted back into the pump. The iab was not returned to datascope for eval. (Event complications: unknown - reported 4/24/98.) (Pt's current status: unk - reported 4/24/98.)